Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments.

Event description:
The customer's mother reported via phone call that the insulin pump's screen was damaged. The customer¿s blood glucose was 82 mg/dl. The device will be returned for the analysis.